Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as something the patient did wrong during therapy. On unreported dates, the patient was hospitalized and treated with unknown intraperitoneal antibiotics for the event. At the time of this report, the patient had recovered from the event. On an unreported date the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.